Manufacturer narrative:
No button error alarm was noted. The pump was received with intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 9.5 mmol/l. The customer stated that it was impossible to press any buttons. The customer will be sent a replacement pump.